Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt felt a surge of stimulation, so she turned the ipg off using the magnet. It was reported the pt could not turn the stimulation back on. The physician performed surgical intervention and determined the lead wires were wrapped around the ipg as if it had been flipping over the pocket. The physician repositioned the ipg with in the pocket.